Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that took place during pd treatment. The patient said there were multiple air detected in cassette warnings in dwell 3 of 5. The patient canceled treatment and found fluid in the pump module area and on the external of the cassette. A new cycler was issued to the patient. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient received a new cycler and is using it with no further issues. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that took place during pd treatment. The patient said there were multiple air detected in cassette warnings in dwell 3 of 5. The patient canceled treatment and found fluid in the pump module area and on the external of the cassette. A new cycler was issued to the patient. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient received a new cycler and is using it with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.